Event description:
Customer reported the system will not retain image after fluoro button is released. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and instructed customer to flip toggle switch out of "bypass" position. System operates as intended.